Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 200 ohms. Other lead measurements had been stable and there were no stored episodes of noise. Technical services (ts) discussed troubleshooting options for this possible issue with the proximal coil. The shocking vector was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of this required medical intervention.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 200 ohms. Other lead measurements had been stable and there were no stored episodes of noise. Technical services (ts) discussed troubleshooting options for this possible issue with the proximal coil. The shocking vector was reprogrammed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that defibrillation threshold (dft) testing was performed to test the integrity of the system. The device was reprogrammed to a new shocking vector. No additional adverse patient effects were reported. The lead remains in service.